Event description:
The customer's mother reported via phone call that the insulin pump had a cracked screen and that the customer experienced high blood glucose levels. The customer's blood glucose reading was 470 mg/dl, which was treated with a correction. The customer's mother did not know how the damage had occurred to the insulin pump. The caller stated that it was somewhat hard to read the screen but was still able to navigate through the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.